Manufacturer narrative:
(B)(4). Device passed displacement test, sleep current measurement, active current measurement and self test. Low battery alarm confirmed in the long trace. Detail trace analysis confirmed low battery alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Device was monitored and functioned properly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had low battery. The customer stated that the insulin pump had replace battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.